Event description:
Report received of a non-delivery with no pump alarm. The pump was programmed to deliver magnesium sulfate 2 grams in a 50cc bag at a rate of 50cc/hr. The infusion was initiated at 4:00am. At approximately 6:00am, the nurse noted that an unspecified clamp was activated, and the medication had not infused. There was no reported audible alarms. There was no adverse patient effect. The magnesium sulfate was discontinued at 10:00am by the physician. Though requested, no further information was available.